Manufacturer narrative:
The srt replaced the flowmeter cable. The electronic patient gas system (epgs) operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the pin seven of the flowmeter cable had a loose wire. There was no patient involvement.